Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that auxiliary drawer 3 had no power. A field service engineer (fse) replaced the drawer boards to resolve the issue. Further the drawer 7 had open error and fse replaced latch inseparable and open/close sensor to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary hh 3ecp1 station was offline. The user attempted to swap the power outlet; however, the station was still unable to power on. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.